Event description:
Per independent repair center statement it has been confirmed the manifold valve is not shifting fully. Additional malfunctions were a noisy compressor and blown sieve beds and the unit is redlight alarming.